Event description:
Reportedly, after the device was fired, the staple line seemed to "open" during the procedure. After a second sulu, there was still a small opening in the staple line. The line was over sewed with sutures. The pt subsequently expired. The surgeon stated that the device was not the cause of death. Procedure: laparotomy.